Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, this system will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.